Manufacturer narrative:
The report that the ¿left side connector began to smoke¿ (thermal damage) was confirmed. Physical inspection of the pcu revealed that both iui connectors appeared dull; additionally the male iui had signs of green corrosion. Fluid residue was also observed in both cavities where the iui¿s iuis are seated. The date code for both iuis is (B)(6) 2007. Pins 13 (ground) and 14 (+v8 power in/out) were observed to be burnt and pulled away from the rest of the female iui pins and thermal damage was observed on pins 9 ¿ 15. The root cause of the thermal damage to the left iui was not definitively identified, however fluid pooled between the iui and the iui cavity provided a path between the pins, which would result in a short.

Event description:
The customer reported that the left iui began to smoke. The customer has no details of the circumstances of this event. There is no report of any patient event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
Correction: initial reporter address.